Event description:
Customer called regarding the meter allegedly does not turn on since. Customer had drymouth and fuzziness symptoms. Customer did take insulin. There was no evidence of an adverse event, based on the info provided. The meter was replaced due to an unresolved issue.